Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized the same day. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Fortum-ip 500 mg (each bag), inj. Reflin-ip 500 mg (each bag) and inj. Fortum-ip 150 mg once daily. The patient remained hospitalized. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.